Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Dislodgement with no intervention.

Event description:
Boston scientific crm received info that following implant of this pacing system, this atrial dextrus lead was exhibiting decreased p-wave measurements with some oversensing and no capture. Lead dislodgement was suspected. No other adverse events have been reported. This issue will be re-evaluated if additional info is received.